Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. UDI #: (B)(4).

Event description:
The customer reported a black screen. There was no adverse patient impact reported.

Manufacturer narrative:
.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests; the test fixture would not boot up with this processor pca installed. Because the pca did not boot completely, log data was not accessible. The available information is consistent with a malfunction of the processor pca. The cause was not determined. Further investigation is pending.

Manufacturer narrative:
The processor pca was further evaluated. Inductor fb3 was defective, preventing powering up and booting.